Manufacturer narrative:
B3- corrected to (B)(6) 2021 in initial MDR. D4 model #: corrected to vticmo12.6 in initial MDR. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: the product was returned with moisture in a microcentrifuge vial. Visual inspection of the returned lens found the haptic broken. Dimensional inspection found the returned lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing; h6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -8.5/1.5/172, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a different power lens due to refractive surprise. This exchange resolved the problem. Cause of event was user error, the reporter stated "the doctor did not enter when calculating the cylinder."